Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the smart-seal broke into several pieces when the sheath was being removed from the patient. It was unknown if all the pieces of the device were retrieved on removal of the device from the patient or if any medical intervention was required. The patient's condition was unknown at the time of this report.

Event description:
It was reported the smart-seal broke into several pieces when the sheath was being removed from the patient. It was unknown if all the pieces of the device were retrieved on removal of the device from the patient or if any medical intervention was required. The patient's condition was unknown at the time of this report.

Manufacturer narrative:
(B)(4), the customer returned one merit medical dilator and a sheath from a 16fr safe sheath d-pro assembly for evaluation. The lidstock was also returned. Visual inspection of the sample confirmed the dilator tip was damaged. The dilator tip had completely separated from the body. Signs-of-use in the form of biological material was observed on the dilator body. The sheath was torn along the score line. The smartseal sheath valve was completely separated from the peel-away sheath hub. The sheath hub where the seal detached from also appeared to be missing part of the plastic that covers the top of the hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The report that the smartseal sheath valve was damaged was confirmed through examination of the returned sample. The smartseal sheath valve was completely separated from the peel-away sheath hub. Based on the condition of the sheath, the probable cause is supplier related since the component is a purchased part. A nonconformance request was initiated to further investigate this issue.